Manufacturer narrative:
The insulin pump failed displacement test and motor error alarm during rewind due to faulty connector on interface board. We were unable to perform the error test, self-test, prime test, occlusion test and no delivery test due to motor error alarm. The insulin pump passed stop current and run current test. The insulin pump had cracked case at display window corners, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a motor error alarm. Customer's blood glucose was 159 mg/dl. During troubleshooting, it was found that insulin pump was not able to rewind due to a motion sensor test failure alarm. Insulin pump would need to be replaced.